Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported device could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide after a lower extremity angiogram procedure, using a 6fr sheath. Reportedly, after suture deployment, the foot was retracted; however, the proglide device could not be removed. The device was advanced a second time and the foot was opened and closed completely; however, the device still could not be removed. A nick and spread (widening the incision) was performed and scissors were used to cut the suture which freed the device for removal. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.